Event description:
The patient was enrolled in the program in 2004. Target lesion 1 was located in the mid lad and was treated with a 3.5 x 12 mm taxus stent. Target lesion 2 was located in the first obtuse marginal branch of the circumflex and was treated with a 2.5 x 20 mm taxus stent. Target lesion 3 was located in the second obtuse marginal branch of the circumflex and was treated with a 2.75 x 16 mm taxus stent. Target lesion 4 was located in the circumflex av groove and was treated with a 2.75 x 24 mm taxus stent. In about 7 months later, the pt underwent CABG and details are still forthcoming from the site.

Event description:
Same case MFR # 6000089-2004-01377, 01378, 01376. Clinical study. It was reported that 6 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention in the form of surgery was performed on the left anterior descending and the left circumflex arteries.

Event description:
It is further reported that the target lesion 1 (10 mm long) was identified in the mid lad, with 95% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with direct placment of a 3.5 x 12 mm taxus stent. Residual stenosis was 0% following post-dilation. Target lesion 2 (15 mm long) was identified in om1 with 95% stenosis and a 2.5 mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of a 2.5 x 20 mm taxus stent. Residual stenosis was 0% following post-dilation. Target lesion 3 (15 mm long) was identified in om2 with 95% stenosis and a 2.6 mm reference vessel diameter. Target lesion 3 was treated with placement of a 2.75 x 16 mm taxus stent. Residual stenosis was 0%. (In the cath report, this was actually the test lesion treated; however, the order entered into the crf is followed here). Target lesion 4 was treated with pre-dilatation and placement of a 2.75 x 24 mm taxus stent. Residual stenosis was 0%. There were no reported complications and the pt was discharged the next day. The pt was re-admitted 6 mos later with unstable angina. EKG initially showed some st-t abnormalities which normalized shortly thereafter. The pt was taken emergently to the cath lab where angiography revealed, lvef 60% with well-preserved segmental and global wall motions, lmca diffuse luminal irregularities, lad (target vessel), stents "appear to be widely patent" beyond the diag, 70% stenosis in the origin of diag 70% stenosis lcx (target vessel) instent restenosis in om1 and "posterior left ventricular branch." (This vessel was not stented, it was the av groove branch that was originally treated. Rca known 100% mid vessel occlusion, distal vessel visualized through collaterals. The pt was referred for surgical revascularization. Two days later, the pt underwent CABG as follows. Lima to lad, rima to diag, svg to om1, svg to om2. The pt had low-grade postoperative fevers, blood and urine cultures were negative. Chest x-ray and surgical wounds looked normal. The pt did not look ill or toxic and no source could be found for the fevers. The pt was discharged 4 days later with follow up scheduled. In the opinion of the physician, the relationship of the event to the taxus stent is "unk."